Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with post market vigilance representative reloads. After initial clamping, the instrument could not be cycled. The instrument was dismantled for visualization of internal components, and a set of sheared teeth was observed on the firing rack. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a lobectomy, the surgeon squeezed the manual handle to fire the device on the third fire. The handle made a crack sound states that upon the third fire, surgeon approached to lung parenchyma and squeezed the handle to fire the device; however, the handle made a crack sound. Because of the strange sound heard, the device operator stopped using the device and used a new one. No known adverse events were reported.